Event description:
It was reported that the ventilator failed pre-use check and generated communication errors during start-up. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and a battery was replaced. The battery has not been received for further investigation. The received device log files confirm the reported problem. We could trace back the reported problem to october 30, therefore the date of event was determined as (B)(6) 2019. The reported failure is an internal communication fault that will be detected during pre-use check and will not affect ongoing ventilation. However during faultfinding, a technical error was introduced which indicates another type of communication error. If this fault occurs during ventilation, it could lead to stop of ventilation. An audible alarm and a technical error code message will notify the user. In a pre-use check, a present fault will be detected. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).